Manufacturer narrative:
Received one 5fx60cm sgl pro PICC. Customer reported "leakage from a hole in the extension line was detected immediately after device was implanted". A flush test was used to locate the area of leakage in the extension tube. Closer examination under 10x magnification revealed a tear on the extension, which appears to have been made from a sharp object. The manufacture process has steps throughout the process to test for and detect leaks. The tear on the extension was clearly made by a sharp instrument, such as a scalpel. Any such tear would have been detected during the manufacture and inspection process. It is believed this cut occurred after the device package was opened.

Event description:
Leakage from a hole in the extension line was detected immediately after device was implanted.